Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor touchscreen was getting black. This event occurred during set up in room / before patient in room. There were no reports of patient involvement.

Event description:
No new additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: printed circuit board defect. Based on the results of the investigation, it is likely that the circuit board defect caused the image output to the touch screen to malfunction. Olympus will continue to monitor field performance for this device.